Event description:
The customer reported the screen displayed a touch screen error and when diagnostics is entered, the screen will not accept the calibrations. The customer reported there was no patient involvement.